Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. There was no patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual and functional testing were performed. The reported condition was verified, though no cause was able to be determined with the provided information. The device was serviced device to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.